Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using 2 bd integra¿ 3ml syringe the medication leaked past plunger. There was no report of patient impact. The following information was provided by the initial reporter: rn used one syringe to dilute a medication and some of the diluent leaked out the plunger area of the syringe. She thought this was user error so pulled another syringe to draw up the medication. When she administered the medication to the patient, some of the dose leaked through the plunger area of the new syringe. Both syringes were from the same lot number (listed below). Patient did not receive full dose of medication because of this.